Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. Results of 72mg/dl and 97mg/dl were obtained on the same lifescan meter within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s precision criteria of <20% difference between results averaging >75mg/dl performed on the same meter within 20 minutes. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.